Event description:
Info was received from distributor via the facility regarding a pt with a 10 yr history of osteoarthritis. In 1999 the pt was treated with first intra-articular injection of synvisc in the right knee. The knee was painful, warm and stiff and the pt had temperature of 38.5 c. Puncture of knee revealed 10,000 leukocytes (88% neutrophils) and culture was positive for actinomyces naeslundii. Lavage of the knee was performed and the pt was treated with intravenous antibiotics (rifampicine and amoxicillin). The treating physician conducted sterility test on the 2 remaining syringes from the kit and they were found to be sterile. The physician concluded that septic arthritis was not due to synvisc and wondered if the pt was an unaffected carrier of the organism. The pt has recovered.